Event description:
Per the clinic, the patient experienced skin breakdown resulting in extrusion of device (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the implant site resulting in the exposure of receiver/stimulator. The patient also experienced no connection with the internal device. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted on contralateral side with another cochlear device during the same surgery. Device analysis report attached.